Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. The device history record was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. The lens was visually inspected. No issues were found. Optical testing could not be performed due to the condition of the lens.

Event description:
The site reported that a light adjustable lens had been explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.